Manufacturer narrative:
(B)(4). (B)(6). This is a report of a use error, where the patient did not open clamp on the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. A review of the label for the product family will be conducted.

Event description:
It was reported that a patient did not open the clamp of a patient line during prime of peritoneal dialysis therapy. The technical service representative reviewed proper procedures with the patient. It was not reported how the patient would complete the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.